Event description:
Surgeon who removed the valve believes it should have lasted more than 4 years. He believes the failure has both product and patient factors involved; he did not give me more information on why he specifically believed that to be the case. From the operative note: indications: this patient who previously underwent coronary artery bypass grafting x3 approximately ten years ago, and subsequently underwent #21 mitral flow prosthesis to the aortic position approximately four years ago. The patient initially did very well with normal postoperative echocardiography. Subsequently she developed shortness of breath and congestive heart failure symptoms consistent with aortic stenosis. Serial echocardiography documented early degeneration of the valve prosthesis. Left ventricular function had decreased to 40-45% and previously placed coronary grafts were widely patent and the cardiac function was dependent on these grafts. Evaluation by the percutaneous valve team determined that she was not a candidate for valve in valve placement. Findings at surgery: the patient was found to have dense pericardial adhesions and the previous grafts were widely patent and high flow. Pulmonary artery pressures were in the 55-60 systolic range with left ventricular ejection fraction in the 40% range and inferior hypokinesis noted. Mild mitral regurgitation was seen. The aorta was friable and calcific. The aortic anulus was also quite friable and weak. The previous prosthesis was noted to be calcified and largely immobile. The pericardium leaflets did not have vegetations but were quite stiff and could be opened with difficulty only with direct handling. The very small anulus was scar in the 19 prosthesis was placed with some tearing of the anulus requiring removal of the first prosthesis attempted at operation and placement of a second #19 prosthesis with pledgeted sutures. Left ventricular function was initially sluggish but recovered rapidly following separation from cardiopulmonary bypass. In the interim an intra-aortic balloon pump was placed through the left groin by seldinger technique to allow for full ventricular recovery. At the close of the procedure the patient had absence of much regurgitation no discernible aortic insufficiency and recovery of left ventricular function. Manufacturer response for pericardial aortic heart valve, mitroflow aortic pericardial heart valve (per site reporter) ====================== no response to date.